Event description:
A trilogy evo, USA loaner ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the trilogy evo device at the third-party service center, the customer complaint is confirmed, the unit doesn't turn on therefore mac address cannot be extracted. According to the technician, the root cause was a functional failure of the device's display board confirmed by testing with a known good display board. The device's display board was replaced to address the issue. Additionally, the device's particulate filter, blower bellows, blower mount, machine flow sensor, muffler assembly, tubing-system pca, tubing-blower chassis, and tubing-low flow o2 were replaced due to contamination. The device's inlet foam filter was replaced due to service requirement. The device did not arrive with the disposable battery. It was documented that the device had a "debug fail" as the device will not connect via the usb cable and the functional test will not perform. The l10 coil is damaged, so the system board was replaced to address the issue. The device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.